Event description:
It was reported that some post port placement, the blood was allegedly unable to be aspirated through the port system and CT revealed the catheter breakage. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture and identified material separation as a complete compound break was noted approximately 6.5cm from the distal end of the tissue cuff where the edges are jagged with a smooth surface and a partial separation was noted on the catheter distal to the clamp. The investigation is confirmed for the identified loss of or failure to bond as partial separation was noted on the catheter just distal to the camping sleeve. However, the investigation is inconclusive for the reported suction problem as both the catheter segments were patent to infusion and aspiration with no issue during functional evaluation but the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement, the blood was allegedly unable to be aspirated through the port system and CT revealed the catheter breakage. There was no reported patient injury.